Event description:
It was reported, that the image from the subject device is not sharp and appears pinkish. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) is broken and the outer tube has a dent. A root cause could not be identified. Based on the investigation results, it is likely that the charged coupled device (r-unit) is broken, causing the image to appear purple and leading to the 'the image is not sharp. It looks pinkish' malfunction. A definitive root cause could not be identified for the broken charged coupled device (r-unit) and the dent in the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.